Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 7/9/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing. Received one used, locked out needle guard assembly without the catheter assembly and sheath and with blister top stock. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. Sample was visually evaluated for potential nonconformances. There was no evidence of blood pooling into the guard and nose components and no cannula o.d. Or nose i.d. Gaping noted that could potentially result in the reported leakage. Dried blood residue was identified in the flashback chamber and showed normal evidence of flash. Without the catheter assembly for the returned sample to evaluate for potential valve functionality issues, the complaint cannot be confirmed as the result of a manufacturing nonconformance, and root cause is unknown. In order to avoid blood pooling in the needle guard, the clinician needs to complete the insertion process and lock out the device without hesitation or pausing once the flash-vue window is beyond the valve. It is important to note, as the flash-vue window moves beyond the valve during this process, blood will continue to exit the window until the device is properly locked out.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that after the IV was inserted and needle was retracted into the chamber, blood started leaking from the connection. In this incidence, blood started running down the patient's arm. There was a delay to treatment/therapy.